Event description:
It was reported that the device had delivered many appropriate shocks, and that the device is now at end of service and the charge circuit is inactive. The status of the device is unknown. No patient complications have been reported as a result of this event. It was further reported that the device was at the elective replacement indicator and was explanted. No patient complications have been reported as a result of this event.

Event description:
It was reported that the device had delivered many appropriate shocks, and that the device is now at end of service and the charge circuit is inactive. The status of the device is unknown. No patient complications have been reported as a result of this event.

Event description:
Asku

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. The event is being reported due to an alleged or confirmed malfunction. Evaluation summary; (B)(4) the device was returned, analyzed, and primary analysis results revealed normal battery depletion.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Analysis of the device is in process; the results will be forwarded when available.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.